Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).

Event description:
It was reported that catheter withdrawal difficulties were encountered. Vascular access was obtained via the radial artery. The target lesion was located in a coronary artery. After placing a 5f non-bsc guide catheter, a 012 guide wire crossed the lesion. Subsequently, a 3.00x12mm promus premier¿ drug-eluting stent was advanced to treat the target lesion. The stent was successfully deployed at 14 atmospheres without issue and was post-dilated at 16 atmospheres. However, upon removal of the delivery system, the device could not be retracted back to the guide catheter. The physician then had to remove the devices as one unit and the procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis inserted through a y-gate adapter and a 5f size guide catheter. A guidewire was also received with the device. The stent was successfully deployed and therefore not returned with the device for analysis. The balloon cone profiles & balloon main body were reviewed and analysis suggests that the balloon may have been subjected to positive pressure. The balloon wings were opened out from their folded positions and solidified media was present inside the balloon chamber. The balloon was exiting the guide catheter. There was a build-up of contrast media inside the balloon and the balloon was not refolded. This would suggest that the balloon was not fully deflated when an attempt was made to withdraw the device by the customer back through the guide. The balloon was inflated to its nominal pressure of 11 atm and then to rated burst pressure of 16atm with no resistance noted. A vacuum was pulled and the balloon deflated however, it did not refold tightly. When an attempt was made to withdraw the device from the sheath, a resistance was noted and the shaft broke. The restriction experienced during withdrawal is consistent with the poor refold of the balloon and the large build-up of blood inside the guide catheter. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination of the mid-shaft section found a break in the midshaft at 2.4cm distal to its proximal edge. The break occurred during an attempt to withdraw the device from the sheath during analysis. The outer extrusion, inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter withdrawal difficulties were encountered. Vascular access was obtained via the radial artery. The target lesion was located in a coronary artery. After placing a 5f non-bsc guide catheter, a 012 guide wire crossed the lesion. Subsequently, a 3.00x12mm promus premier(tm) drug-eluting stent was advanced to treat the target lesion. The stent was successfully deployed at 14 atmospheres without issue and was post-dilated at 16 atmospheres. However, upon removal of the delivery system, the device could not be retracted back to the guide catheter. The physician then had to remove the devices as one unit and the procedure was completed. No patient complications were reported and the patient's status was fine.